Manufacturer narrative:
E1:patient country: united states. Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set have insulin flow block alarm and the insulin exits the tubing with greater than normal resistance on (B)(6) 2024. No further information available.